Manufacturer narrative:
Additional information regarding the event including the lot number of the device was requested but not received. Microscopic examination was performed and found no visible damage or product failure. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, root cause of this event could not be determined.

Event description:
It was reported that the lens removed and replaced intraoperatively due to a bent haptic. The incision was enlarged. No sutures were required and there was no impact to the patient. Additional information was requested but not received.